Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who received morphine at an unknown dose/concentration via an implanted infusion pump for non-malignant pain and failed back syndrome. It was reported that the patient¿s pump was removed on (B)(6) 2010 and the patient had to go in for an MRI at the time of the report. The patient was continuing to have problems, specifically chronic pain that they had since 2000. The patient had gone from higher doses to lower doses with oral pain medications and their pain couldn¿t be controlled with the medications so they wanted to do a MRI. They were reportedly concerned to have a MRI with the patient¿s catheter still left in. The MRI and symptoms were not due to a problem with the patient¿s device/therapy. The MRI was to see how the patient¿s chronic pain was doing. The catheter had been left in the patient but the pump was removed as reported. They had the pump in for two years and couldn¿t get it regulated, the patient¿s knees swelled, their testosterone levels dropped, their pituitary gland wasn¿t working and their thyroid levels dropped and they weren¿t sure why. The healthcare provider (hcp) made changes to the pump and every time they increased the pump medication all of those things would happen. It did that for two years, starting from implant. They could never get it to do what it ¿was supposed to do¿ so it was then removed. In terms of the patient¿s current status, their situation was to being addressed by their hcp. No further information was provided. Additional information has been requested including clarification on the cause of the patient¿s symptoms related to their device and what diagnostics were performed, but was not available at the time of this report. If additional information is received, a follow-up report will be submitted.